Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: cholecystectomy. According to the report: the metal tip of the ultrashears instrument broke in the pt. The tip was recovered from the pt cavity. There was no damage to tissue. Opened a new ultra shears to complete.